Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history related to complaint defect. (B)(4).

Event description:
The hospital noticed upon unpacking that the tip of the vasoview hemopro 2 was bent on the hand piece (jaws). The device was not used in a case.